Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was being checked and a pacing threshold test was being completed. The threshold test was manually stopped prior to loss of capture so as not to induce light-headedness in a pacer dependent patient. Upon exiting the test, telemetry was lost and a no output condition ensued. Unsuccessful attempts were made to deliver stat paces through the programmer. The patient implanted with this crt-d began to seize. The patient had an escape rhythm of 20 beats per minute measured on an external electrocardiogram. Emergency medical services were called and emergency external pacing was administered while the patient was transmitted to the hospital for an emergency device replacement procedure. This crt-d will be returned for analysis.